Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08016. It was reported that when an asymptomatic patient presented in emergency room due to vibratory alert for non-sustained right ventricular oversensing (nsrvo), post paced t wave oversensing was noted on the ventricular channel of the device. Programming changes were discussed. Low impedance was also noted on the atrial lead when the device was implanted on (B)(6) 2015. The lead was capped and replaced on (B)(6) 2015 during the device implant procedure. The patient was stable.